Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient found the battery site painful and could not charge. The battery went flat and could not perform physician reset. This was due to patient compliance. The physician decided to replace the battery with a new one and move the site due the patient's painful battery site. The issue was resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.